Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient's mother reported that in the morning, the patient had nausea and her blood glucose level was at 585 mg/dl. Subsequently, she checked the infusion set and saw that the infusion set's tubing was detached from the quick release part. This issue occurred on the second day of use. The patient applied the infusion set on her right abdomen. She carried the pump on her belt with clips and she confirmed that she did not drop the pump at night. No further information available.